Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead were exhibiting noise that was oversensed causing pacing inhibition greater than two seconds. There was then episodes of mv oversensing that also had pacing inhibition. The patient was not feeling well, and the underlying was only 30 bpm. The lead was surgically capped and replaced, and the pacemaker was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. This device was included in the recent mv sensor signal oversensing advisory population. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the noise and oversensing issues.